Event description:
New information received notes the lead was explanted.

Manufacturer narrative:
No further analysis could be completed due to the condition of the partial lead received.

Event description:
It was reported that the left ventricular lead exhibited an insulation abrasion via fluoroscopy. The lead would be monitored.